Event description:
It was reported that the patient used the wicks for a longer period than the patient should have because of the cost. It was stated that the patient changed wicks three times a day, so it was unclear how long the patient used each wick. It was stated that the patient ended up with urinary tract infection. It was noted that the patient had been using purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection -materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Not recommended for patients who are experiencing skin irritation or breakdown at the site." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used the wicks for a longer period than the patient should have because of the cost. It was stated that the patient changed wicks three times a day, so it was unclear how long the patient used each wick. It was stated that the patient ended up with urinary tract infection. It was noted that the patient had been using purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.